Event description:
The patient had unspecified symptoms. It was determined that the patient had a granuloma. The granuloma was removed and the patient's status was thought to be "fine now". The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.